Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified delamination of valve. A leak test and microscopic analysis were performed which identified delamination (>75% total separation), white particles, and crease flat. Based on the device analysis the final assessment is total delamination of the valve (cohesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.